Event description:
Rptr complains of malaise, weakness, headaches, dizziness, chest pain, bronchitis, allergies, fevers, arm pain, upper respiratory infections, pharyngitis, neck and shoulder pain, myalgia, inability to sleep, arthritis in back and elbow, extremity numbness, anxiety, urinary problems, pneumonia, arthritic symptoms in back and ribs, joint stiffness, swelling and pain in shoulders, hard skin below implants, muscle fatigue, swelling in finger and hand, sweats, unexplained rashes, positive ana, breast tenderness, numbness in arms to wrists, carpal tunnel syndrome, swollen glands, hair loss, cold and pain in extremities, malpositioned implants, left implant wrinkled and lower than it was, soreness around top of implants and ribs, implants noisy and "sloshing," constant infections, extreme fatigue and memory loss.